Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient told the hcp that the device didn't work, the battery was dead, and the device was not in use. No patient symptoms were reported. No complications were reported or anticipated.